Manufacturer narrative:
The pump was returned to animas and evaluated. No alarms related to the complaint were found in the alarm history. The pump's download history verified that the pump was returning to default time and date following routine battery changes. Total daily dose showed the pump running on default time and date between (B)(6) 2010 and (B)(6) 2010. After setting the date and time on pump the battery was removed. The pump was left without power for 2 mins. When the pump was powered on, it had returned to the default time and date. The pump was opened and the internal battery (bt1) was found to have failed.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the pt) alleging that the pump was not maintaining the time and date with every battery change. The reporter claimed that at one point during the time of concern, the pt had an elevated blood glucose (bg) level of 300-400 mg/dl with symptoms of nausea, vomiting, and positive ketones. The reporter claimed that the elevated bg was due to the time and date being incorrect on the pump and the pt not getting correct basal rates at the appropriate times. The reporter denied that the pt received medical attention because of the alleged issue. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with a serious injury as a result of the pt not getting correct basal rates.